Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2002, the patient presented with the following pre-op diagnosis: tuberculous abscess of paravertebral area with destruction of vertebral body l5. She underwent the following procedure: retroperitoneal exploration and anterior exposure of l4-l5 and s1 for corpectomy and placement of excision devices. Repair of left common iliac vein. On (B)(6) 2005, the patient presented with the following preoperative diagnosis: status post anterior and posterior lumbar reconstruction at l4-5 and l5-s1. Adjacent segment breakdown with degenerative disk disease, degenerate spondylolisthesis and spinal stenosis at l4-5. Low back pain and lower extremity radiculopathy. The patient underwent the following procedures: radical wide, extensive, total and complete diskectomy at the l3-4 level with complete removal of disk, complete removal of cartilaginous endplate, bony endplate contouring and limited canal decompression. Anterior interbody fusion (arthrodesis) at the l3-4 level. Antiglide buttress plate instrumentation at the l3-4 level. Use of femoral ring graft as a biomechanical device for the intervertebral defect at the l3-4 level. Bone marrow aspirate, left anterior ilium, through a separate approach with transplantation to the anterior lumbar spine. Per op notes: bony endplate contouring was performed and we exposed the vertebral body appropriately. We then chose the appropriate sized femoral ring graft. This was a biomechanical device for the intervertebral defect at the l3-4 level, soaked and thawed appropriately, packed with bone morphogenic protein soaked in collagenous sponges. The bone graft was tamped in position. We had rigid interdigitation of the graft as it was well seated and our interbody fusion and arthrodesis at l3-4 was completed. A bilateral posterolateral arthrodesis was completed at l3-4. The patient also underwent cystoscopy and bilateral ureteral catheter placement. On (B)(6) 2011, the patient presented with the following pre-op diagnoses: status post lumbosacral reconstruction l3-l4, l4- l5, l5-s1. Spinal stenosis l2-l3, l3-l4. Adjacent segment breakdown, l2-l3. Back pain, lower extremity radiculopathy. She underwent the following procedures: bilateral posterolateral fusion/arthrodesis at the l2-l3 level. Supplementation and re-fusion of the previous attempted fusion mass at l3-l4. 3. Laminectomy at l2-l3, central recess and foraminal decompression performed. Laminectomy at l3-l4, central recess and foraminal decompression performed. Re-insertion of spinal fixation instrumentation at l2, l3, l4. Use of dissecting microscope for magnification for laminectomy and decompression at l2-l3 and l3-l4. Bone marrow aspirate left posterior ilium with transplantation to the posterior lumbar spine. Per op notes: a biomechanical device with intervertebral defect, packed with bone graft extender including to mineralize bone matrix and actifuse. The cage was tamped in position. We had rigid interdigitation of the cage, as it was well seated, and our interbody fusion arthrodesis at l2-l3 was completed.